Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered inadequate iodine on a minicap sponge. The patient stated that the minicap appeared brownish and drier than normal. The patient stated that they did use the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date 06/01/2015 ¿ 06/05/2015. The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Functional testing was performed by pressure testing the pouch with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.